Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The reportable event was confirmed. Based on the results of the investigation, it is likely the reported phenomenon occurred by the following mechanism: 1) during the output activation, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, scratches were generated. 3) a force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. And the error occurred. 4) a load was applied to the probe, causing it to break off. However, a definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the sonicbeat 5 mm, 35 cm, front-actuated grip exhibited that the probe off. The issue was found during a therapeutic laparoscopic appendectomy. The procedure was completed with another replacement of the same device. There were no reports of patients¿ harm.